Event description:
Information was received via a manufacturer representative and a consumer regarding a patient who was implanted with a neurostimulator for brachial plexus. It was reported that there were impedance measurements taken that were greater than 4,000 ohms. The implantable neurostimulator battery was low. The patient is receiving therapy, but once in a while experiences a zing or jolt. The patient was having a revision due to normal battery depletion on the day of the report. It was reported that the implantable neurostimulator was at normal end of life, the lead was cervical, and the zinging had been occurring for several months (2016). The patient ended up having the battery swapped out, and the impedances were normal after the implantable neurostimulator was replaced, so the extension and leads were not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.